Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation summary: the device was returned for evaluation. A visual inspection was performed and the balloon was noted to be circumferentially rupture, with the distal portion of the balloon not returned. The inner lumen was noted to be broken distally from the balloon rupture, and appeared to be stretched before the break. The distal portion of the inner lumen was not returned. Therefore, the investigation is confirmed for the identified balloon and tip detachment., as both were detached from the device and not returned. The investigation is confirmed for the identified balloon rupture, as a circumferential rupture was noted to the balloon. The definitive root cause for the identified balloon and tip detachment and balloon rupture could not be determined based upon available information. It is unknown whether patient or procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 12/2021).

Event description:
It was reported that during an angioplasty procedure of the tibial artery, the tip of the pta balloon allegedly detached. It was further reported that a stent was used to oppose the detached tip to the vessel wall. The patient was reported as stable.